Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the retained screws are implantable and retained inside of the bone. Therefore, the potential for micro-motion and or migration of the two retained screws is unlikely. In addition, since the screws were left flush in the bone, they are still providing adequate fixation. It was reported the current health status of the patient is unknown. Based on the limited information provided, it could not be concluded that this adverse event was a mal performance of the smith and nephew devices. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, after an internal fixation surgery performed in 2004, the patient complained of pain in the hip where two (2) trigen fan nail screws were located. So a revision surgery had to be performed on (B)(6) 2023, a screwdriver was used to try to remove the screws, but it broke, so the screws were cut with a midas-rex burr and they were flush with the patients bone. Patient's current health status is unknown.